Manufacturer narrative:
Device manufacturer date: the device was manufactured in july 2022 based on the three-digit lot information. The exact date could not be determined with only the three-digit lot number. During inspection and testing, the tissue pad was worn out and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the tissue pad peeling. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was peeling because the grasping section was closed without grasping anything while output activation in seal and cut mode was activated, including after tissue resection, causing the tissue pad to wear out and peel off partially. Due to wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. The output was then activated while the non-insulated area of the grasping section was contacting the probe causing an ultrasonic level error and a contact mark was generated. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. The reported issue (error code) was not confirmed during testing. There were contact marks on the probe and non-insulated area indicating they came in contact. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that the probe on the subject device was damaged during a thyroidectomy procedure. Error message u509 (ultrasonic level error) occurred after several rounds of sealing had been done by the surgeon. The procedure was completed using a similar device from another manufacturer. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was worn out and partially peeled off. This report is being submitted for the malfunction found during evaluation (tissue pad peeling). There was no effect on the patient due to the event.